Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level reading of "low"; specific value not provided. Suspected cause was due to the customer¿s settings requiring adjustments. Customer consumed carbohydrates and glucose tablets to address bg and went to the emergency room. Customer was treated with intravenous fluids of saline and was discharged the same day with no permanent damage. Customer updated their pump settings to address the event and continued to use the pump for insulin therapy.